Event description:
A medtronic ent representative reported a 2 mm inaccuracy, at the tip of the nose, after registration in an ent procedure. The surgeon confirmed that the tracer pattern did not include any soft tissue and that the 3d model looked and did not include any artifact or scatter. Following troubleshooting with a medtronic representative, the surgeon discontinued use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.